Manufacturer narrative:
The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The product was not returned for investigation. The root cause of the injuries, vascular dissection and major bleed, could not be determined as the product was not returned and insufficient clinical details were provided.

Event description:
The complainant reported that there was a vascular dissection and major bleed during impella cp patient support. While on support, there was aortic bleeding. The patient was taken to the operating room for an aortic valve replacement and a patch repair of the ascending aorta. The patient received three units of blood. The following day the pump was successfully explanted and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.